Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that at approximately 10:59am the lvad team received a call from the spouse of the patient saying that the patient was unresponsive. It was later reported to the team that the patient was attempting to do a system controller exchange due to experiencing a backup battery fault alarm. The driveline was noted to have been reconnected to the system controller at approximately 11:09am. Log files were submitted for further evaluation. The event log no longer contained data prior to (B)(6) 2025 19:12:33. The event log file captured low flow alarm events on (B)(6) 2025.there were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index was elevated.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The controller event log file contained events from 24aug2025 to 25aug2025, per the timestamps. The log file captured numerous low flow alarms throughout the log file, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the patient's unresponsiveness was due to them attempting a system controller exchange on their own. It was said that the system controller was not exchanged, and it is unknown if the backup battery fault alarms resolved. The low flow alarms were due to the patient experiencing cardiac arrest. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.